Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has been experiencing an elevated heart rate. The patient's hr has been 130 bpm when normally its 100 bpm. Additional information was received reporting that the patient was being transferred to another hospital due to their hr being in the 170s and possible dehydration. Patient is now receiving IV fluids but not able to keep fluids down by mouth or g-tube. No other relevant information has been received to date.

Event description:
Additional information received noting that the patient is no longer in the hospital and was placed back on acetazolamide and that helped with a lot of the breathing issues.

Manufacturer narrative:
F10 health effect, clinical code: code e2402 utilized; appropriate term ¿excessive mucus¿ is not available. Health effect - clinical code :e1208, health effect - clinical code :e2306, health effect - clinical code :e2302, health effect - clinical code :e2402.

Event description:
Additional information received reporting that the patient was hospitalized due to pneumonia. The patient was placed on oxygen and later sent home with oxygen. Their hr remains high and mother was told her normal will be between 115-130 bpm. Spo2 since vns was reported to be between 70-80%. Since being home, the mother stated that the patient had diarrhea, coughing that led to throwing up, and excessive mucus build up. Mother spoke with a doctor who said to just monitor and another suggested to place the magnet over the generator. Mother reported the magnet has now been taped on the patient for over 3 weeks now with an appointment scheduled with neurologist for (B)(6) 2025 to adjust settings and perform a 48hr monitor. The mother reported that the diarrhea, coughing, and mucus is much better with the magnet and when they have occasionally removed the magnet for a short time the events begin to return and they can hear change in the patients breathing as mucus build up. During this time the patients hr reached 195 bpm on one occasion but medical professionals did not elect to place the patient back in the hospital. Bloodwork was done and everything looked good, the patient was not found to be dehydrated. The mother also reported that the patient has had a decrease in food intake and with the other adverse events they lost a significant amount of weight and are in a weakened state unable to walk on their own. Patient is reportedly consuming 150 ml per hour at home. Additional information received noting that the patient is back in the hospital and the cause of the reported events remain unknown at this time. It was later reported that the patients vns was disabled on (B)(6) 2025 and the patient was no longer throwing up or coughing and was eating again.